Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an fraction of inspired o2 (fio2) flow accuracy issue. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. Philips field service engineer (fse) replaced the solenoid oxygen valve that corrected the phenomenon, the fse then performed functional testing. A gas delivery system (gds) was returned for analysis. Visual inspection of the gas delivery system (gds) during optical inspection it revealed debris stuck inside of internal oxygen solenoid seal. The failure investigation (fi) technician performed testing of the gds and isolated the failure to the oxygen solenoid. Failure confirmed. The unit failed due to debris stuck inside o2 solenoid. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.